Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed on the 27th september 2010 and that it had performed to specification up to the 26th january 2014. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed in the device memory between the 1st february 2014 and the last log entry on the 18th november 2015. During this time the device records multiple manual power ups with nonsensical durations. This may indicate that the device was switching on automatically and the user was removing the pad-pak to power off the device rather than using the on/off button. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore upon visual inspection the apex patient pogo-pin was observed to be sheared. Evidence from the history log suggests that the damage may have occured due to the pad-pak being removed and re-inserted into the device on multiple occasions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.